Event description:
During surgery the crna burned lt finger while bovie was in use. While the crna anesthetist held the pt's chin upright with bare hand they received a shock causing the burn. The pt was not injured at all. 4-5 days later the crna was seen for blistered area on left chest. The physician felt it was result of shock/burn from this incident also.